Event description:
Received a voicemail from a customer about their machine drifting down onto a patient's shoulders. The office representative stated "they set the height of the machine , they position the patient's head and by the time the x-ray was done the patient was starting to squat. The representative stated that the drift was slow and would not cause injury to a patient.